Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The roller pump was tested and the reported error could not be reproduced. The motor control board and motor end stage board were replaced as a precaution and the unit was returned to service. Through follow-up communication with the perfusionist on a separate but similar case, sorin group (B)(4) learned that a different pump experienced the same issue. The perfusionist checked the cardioplegia tubing and found it to be bunched up in one spot. When the tubing was fixed, the alarm ceased. No further reports have been heard from the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement.